Event description:
Customer reported that after 10 minutes use on a patient, a nurse confirmed the air leakage. Customer confirmed that recannulation of a replacement tube was required.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.